Event description:
It was reported that a small volume infusor experienced no flow. The infusor was checked after two days of therapy and seemed that the solution was being administered. Unknown connection devices that were involved were checked and appeared not to negatively affect the flow. The drugs being administered were unknown. The infusor was filled according to procedure; it was filled slowly in a vertical position, air was removed and priming was successful as flow was verified. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4) - this lot was manufactured between january 20, 2014 ¿ january 21, 2014. Baxter received one unit for evaluation filled with 110ml of fluid. Visual inspection on the unit showed no signs of blockage or physical abnormality. A functional flow test was performed by removing the luer cap from the unit¿s distal luer; evidence of flow was visually observed at the distal luer and continued to flow without stopping. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.